Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for a generator change, high, out of range, pacing impedance was observed on the right ventricular lead. The lead continued to have high, out of range, impedance, when connected to a pacemaker system analyzer. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was fractured.